Event description:
It was reported "an offsite location is using powerloc needle, item# 0652034. They are having issues with it ¿pressure limiting¿ at 4ml/sec. The machine is set at 300 psi and the flow rate indicates it should be good for 5ml/sec." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.